Event description:
The customer alleged receiving discrepant high sodium results on their siemens rp500 device when compared to another laboratory analyzer. There was no report of injury due to this event.

Manufacturer narrative:
Siemens has requested more information and instrument data files for investigation. Investigation will commence once data has been received. The cause of this event is unknown.

Manufacturer narrative:
Based on the system data logs, the sodium sensor tracelog and the events log show an immediate interference response to the escalated patient¿s blood samples. The root cause for the high discrepant sodium results appears to be sample specific and not caused by a sensor or system malfunction. It is noted that the patient was given perhexiline a few days prior to the date of the event. The interference was seen in the sodium sensor raw response signals. The observed discrepant na+ results are consistent with perhexiline interference. However, as the patient was on multiple medications and was not administered the perhexiline drug during the stay at the hospital; therefore, it is unknown if the perhexiline drug was the true interferant in this case. The underlying root cause for the interference in blood samples could not be determined. The mcart was replaced and the rp500e sn (B)(6) is currently operational at the customer site.